Event description:
A review indicated that one (1) donor sample test using the galileo neo automated blood bank system malfunctioned, resulting in the instrument producing incorrect results. A review of quarterly events indicated that patient samples tested on the galileo neo automated blood bank system produced inaccurate results for abo phenotyping in one (1) instance (involving 1 donor samples). A donor sample (from a packed red blood cell unit) unexpectedly resulted b-positive with forward group testing on galileo neo instrument serial number (B)(6) repeat testing on the same instrument (with the same reagents), and manual testing both resulted o-positive as expected. Issue was resolved after service by an immucor field service engineer (fse). Fse found imbalance spring on centrifuge broken and proactively replaced probe, syringe, and 3-way valve on probe #3 due to discoloration. No adverse event occurred. No incompatible blood products were transfused. The immucor internal reference for the associated record is (B)(4).

Manufacturer narrative:
No specific root cause or defect was identified; all relevant issues were resolved with maintenance by an immucor field service engineer. The conclusion(s) code(s) reported herein are assigned according to the facts presented by the affected customer and immucor's assessment and investigation of those facts. When possible, immucor attempts to obtain the actual samples and reagents involved; retention reagents of the same lot that was involved in the event may be used during the investigation if indicated. Also, when possible, immucor uses remote access to review the relevant data archived on the instrument. The events reported on this quarterly malfunction summary report are limited to those in which no patient harm occurred, and no design defect (or other systemic problem) was identified. There is no specific action that users are expected to take to mitigate the reported device failure/malfunction other than to ensure that preventative maintenance is performed as indicated in the instrument instructions. Immucor will continue to track and trend performance and operational issues such as described in this quarterly malfunction summary report.